Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred and battery took longer to charge. Although there was no visible damage, customer thought there might be an issue with the usb port. Customer's blood glucose was in the 100 mg/dl range. Customer continued to use pump for insulin therapy.